Manufacturer narrative:
Unit passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, scratched case and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 600 mg/dl. The customer¿s blood glucose was 425 mg/dl at the time of call. The customer also had symptoms like nausea, vomiting abdominal pain. The customer treated with insulin pump and with fluids. Customer was wearing the insulin pump at time of hospitalization. The customer reported that the drive support cap was normal. The customer performed high pressure test and the insulin pump passed. The insulin pump was returned for analysis.